Event description:
Consumer called to report erroneous high readings that caused pt to pass out. Results of 184, pt did not feel that was correct. Next thing pt knew, emt was giving pt treatment. Believes that the meter was inaccurate.